Manufacturer narrative:
Correction made to b5: it was reported that there was no flow through an unspecified quantity of clearlink system buretrol solution sets [previously submitted as one (1) clearlink system buretrol solution set]. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink system buretrol solution set. The flow issue was further described as, ¿it creates an airlock issue and does not flow when connected to a patient¿. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.